Event description:
It was reported a patient received inappropriate antitachycardia pacing (atp) due to incorrect interpretation of signal by the implantable cardioverter defibrillator. Programming changes were made to restore normal parameters. There were no patient consequences.